Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system door 4 had failed. A field service engineer (fse) performed troubleshooting by releasing all doors and removing door latch 4. The microswitches were inspected and cleaned after which the latch and latch column were reinstalled. All doors and the top panel were secured, the system was powered back on, and functional testing was performed using the hardware test and medstation applications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 was not opening, and although a reboot was performed, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.